Event description:
It was reported that the device was alarming error 1870 when the pump was set to infuse. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and address, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of "the device is alarming lec 1870 (motortimeout1) when pump is set to infuse " was confirmed by functional test. The cause is the unknown. Replaced the motor to correct the problem, and the pump passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.